Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, our technician confirmed that the insertion flexible tube fluid damage, the control body fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable fluid damage, the ultrasound connector body fluid damage, the lg connector fluid damage, the us connector cable (long) buckled, the lcb distal cover glass cracked, the control body corroded, the lg connector corroded, the deflector washing socket leak, the us connector cable (long) lump/wave, and the us connector cable (long) bump; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report "hr-rpt-0974(distal end)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Distal body peeled off (black glue).